Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the patient¿s weight at the time of the event was (B)(6). Additional information was also received from the company representative (rep) via the return paperwork and the device was received for analysis. Per the pump logs, session date (B)(6) 2019, a motor stall occurred on (B)(6) 2019 at 5:45pm and recovered on (B)(6) 2019 at 2:31pm. No further complications were reported.

Manufacturer narrative:
Analysis found corrosion/wear/lubrication on the pump motor gear train and also a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 2000mcg/ml gablofen at 450mcg/day via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that the patient's pump had stalled. The patient did not recently have a MRI. The motor stall was active. The hcp noted there had been no volume discrepancies or other anomalies at refills. The hcp reported that they would program a 50mcg bolus over 5 minutes and see if that would restart the pump. The pump would be put in minimum rate and the patient would be scheduled for a replacement. No symptoms were reported. No further complications were reported.